Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the criteria for the right ventricular lead integrity alert were met, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Five nst episodes with v-v intervals less than 220 ms between (B)(6) 2015. Lead failure predictor triggered on (B)(6) 2015 for lead impedance and nst. Rv pace impedance erratic, but generally increasing from around 730 ohms in (B)(6) 2014 to 1370 ohms by (B)(6) 2015, and goes out of range (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance, undersensing and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.